Event description:
The ventilator was found with low minute volume and not cycling when the nurse entered the room, and the device was not alarming. The pt was manually bagged and put on another ventilator. The device was checked out by biomed technician from the hosp and found within specifications. At that point the malfunction could not be reproduced. The pt was again put on the same ventilator and the next day the malfunction occurred again. It was reported the pt has no injury as a result of the malfunction.